Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during insertion the md found that the tip of dilator was torn. The md could not proceed with the procedure, finished using the new product.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly for evaluation. The dilator contained signs of use in the form of biological material. Visual examination revealed the dilator tip was compressed, split, and contained white coloration. This indicates the undue force was applied to the dilator tip. The total length of the dilator measured to be 12.72" which is within specifications of 12.5-13" per product drawing. The outer diameter of the dilator body measured to be 0.108" which is within specifications of 0.107-0.110" per product drawing. The inner diameter of the dilator tip could not be measured due to the damage. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip. The sample passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that during insertion the md found that the tip of dilator was torn. The md could not proceed with the procedure, finished using the new product.